Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infections and sepsis could not be conclusively determined. The reported low flow alarms were confirmed through the evaluation of the submitted system controller log files; however, the cause of the alarms could not be conclusively determined. The pump was returned for evaluation. No deposition that would have caused a functional issue was found inside the pump. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The patient had been at home and was found on the floor, apneic, with the device alarming with low flow. The automatic implantable cardioverter-defibrillator was unremarkable with simply paced rhythm. There were some low voltage alarms several hours earlier but no, no power alarms, until the paramedics disconnected both wires for a moment during the code. The immediate cause of death was not known. There were signs of trauma to the patient's knees but not to the head. The patient had several unreported medical conditions that contributed to the death. The patient had an unreported device infection in the pocket and a driveline infection with methicillin-resistant staphylococcus aureus, renal failure which required dialysis and diabetes. Due to the blood sepsis related to the device infection, which was precipitated by a driveline infection that advanced from the counter incision to the pump pocket, to the sternum and blood stream, the death was thought to be device related. A system controller log file was provided to the manufacturer's technical services representative for review. Based on the log, approximately at 20:58 on (B)(6) 2016, the patient experienced some low voltage advisories that likely occurred from the patient running the batteries low. The patient switched to new batteries and there were no events until the switch was made from batteries to power module around 0:29 (B)(6) 2016, when likely the patient was going to sleep. The next event was a pi event around 8:35 (B)(6) 2016, flow recorded at 5.6 lpm. Four (4) minutes later at 8:39 (B)(6) 2016, the low flows started reading a flow of 2.4 lpm. The voltages were fine and the pump was still properly operating at the set speed. There was a brief dip in voltage at 8:42, however the pump continued to run at the set speed. At 8:55 both power sources were disconnected and the emergency backup battery kicked in to power the pump. There were more low voltages until 9:55 when a pump motor stop command was received. Leading up to the low flows, the log was fairly unremarkable aside from the fact that the pi was a bit lower than normal. No other unusual events were seen.